Manufacturer narrative:
The device history records for the sam 450p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 450p passed ¿out qat¿ from heartsine technologies on the 12th april 2018. A fractured joint on j12 pin 14 (key 3) of the membrane pba resulted in the device failing self-tests due to a speech chip label mismatch error. These self-test fails occurred between the 30th october 2018 and the 31st october 2018 and between the 3rd march 2019 and the 7th march 2019. The user would have been alerted with a ¿warning, device service required¿ prompt and a flashing red status led, as per the reported fault. The device successfully passed final unit test, (B)(4), on the 12th february 2018. The device successfully passed all weekly auto self-tests from the 7th september 2018 up to the 24th february 2019. Therefore, it is assumed the solder joint was making sufficient contact during these times. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Red status indicator and beep, pad-pak expiry may 2022. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator and beep, pad-pak expiry may 2022. There was no patient involved in this event.